Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Parts were ordered for 23-jan-2017. Fse was dispatched and on 24-jan-2017 cleaned and adjusted the sensors, checked and made sure no obstructions was causing it to crash then by using the supplied service cd, replaced the driver 2 board with a new one. Ran 2 patients 10 times with no z1 errors. The most probable cause of the reported event was a driver board failure.

Event description:
On (B)(6) 2017, the customer reported request for service, z1 errors with their hlc723g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.